Manufacturer narrative:
The device was not returned for analysis. A review of the lot history identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. All available information was investigated, a cause for the reported clip opening while locked cannot be determined in this incident. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report that after deployment, the clip opened slightly. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 3+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed, the clip stayed totally closed, reducing mr to 1-2. Approximately, 10 -15 seconds after clip deployment, mr increased to 2-3 and the clip was visibly more open to approximately 30 degrees, but remained stable on both leaflets. Prior to the deployment all final arm angle tests were performed successfully. A second clip was implanted to further reduce mr. Two clips implanted, reducing mr to grade <1. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.